Manufacturer narrative:
(B)(4). The reservoir did not meet the requirements for leak testing due to multiple tears in the silicone of the reservoir dome. The reservoir is not designed to displace fluid by pumping. You must have an inlet fluid source to pull fluid from to have a pumping action. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that flow could not be confirmed by flushing during preparation. According to the report, the doctor tried to flush the reservoir, but the reservoir could not pump the sterile saline water.